Manufacturer narrative:
The pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. The pump was received with a cracked case at the display window corners and display window. The pump also had minor scratches on the lcd window, a stained end cap sticker, and a partially broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the buttons responding intermittently. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.